Manufacturer narrative:
Initial and final (B)(4)-device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event at the site on (B)(6) 2026. No further information is available.